Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with their sensor and sensor connection. The customer's blood glucose level was reported to be 72mg/dl. It was reported that the customer removed their sensor and noticed there was no cannula. It was reported that the customer was advised to change out their sensor.